Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated that on (B)(6) 2019, her receiver alerted at about 2:00 am and indicated her cgm value was 54 mg/dl so she ate some apricots and went back to sleep. At 3:00 am, she woke up again and her receiver was still showing 54mg/dl. She ate some more dried apricots and she tested her blood sugar and her meter said it was 189 mg/dl and going up. Because she is a brittle diabetic and her bg rises and falls quickly, she took 1 unit of insulin to bring it down 100 mg/dl. She ate 5 dried apricots (which are 4-5 carbs each) when the receiver was showing 54 mg/dl. She stated she turned off her receiver because she thought it was wrong due to her bg testing at 189 mg/dl and because the previous day it had been inaccurate as well. She went back to sleep after her insulin dose without taking any further finger sticks and at about 4:00 am her husband touched her, and she was sweating and cold. Her bg had dropped low (value was not provided). Her sister, who is a nurse, could not get her to wake up so they called 911. When the paramedics arrived, they tested her bg and it was 19 mg/dl. They missed her vein when trying to administer an IV and her tissue in her arm got hard (presumed to mean an infiltration). No other treatment information was provided. She was stable at the time of the report. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional event or patient information is available.